Event description:
Pt complained of knee pain - surgeon suspected a loose femoral component. Porous femoral component easily removed. Replaced with a cemented component of the exact same size.

Manufacturer narrative:
Eval summary: the devices had been implanted for approximately 2 yrs and 8 months. The femoral component and the articular surface used are compatible. No product was returned for eval. Also, no x-rays were returned for review. Pt's info such as height, weight, and activity level is unk. Based on the available info, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be re-opened. Zimmer inc considers the investigation closed.